Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
Philips received a complaint from the customer regarding the v60 indicating that a touched position was observed to be out of alignment. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A touched position was observed to be out of alignment. A touchscreen calibration was performed but this did not resolve the issue. The touchscreen was replaced and confirmed to have resolved the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The pil technician confirmed that the touchscreen failed resistance measurements are out of specifications. The pil then confirmed the reasoning for the touchscreen misalignment issue was due to failed resistance measurements being out of specifications.